Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was treated with an unknown anti-inflammatory injection and unknown anti-inflammatory drug injection (intraperitoneal) for peritonitis. The treatment of peritonitis did not improve after two months so the patient was admitted to the hospital for continued treatment. Pd therapy was discontinued. The patient outcome were not reported. No additional information was provided as the reporter declined follow-up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.